Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). There was no reported product deficiency. Thrombosis and death are known adverse events as listed in the multi link 8 instructions for use. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture or design.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the procedure was to treat a multi vessel patient. The lesion was at the left anterior descending artery (lad), which was highly calcified and a thin artery. Lesion predilatation was performed. The xience prime was advanced and deployed at the lesion, with inflation at 10 atmospheres. After stent deployment, it was difficult to remove the stent delivery system (sds) balloon into the guiding catheter. The physician tried to re-inflate and deflate the balloon several times. When trying to remove the balloon, the guiding catheter went down in the lad. The physician retrieved the balloon, but a dissection was noted at the left main during removal. The physician quickly inserted a multilink 8 stent to treat the dissection, which was deployed in the left main artery and was successful in treating the dissection; however, the circumflex (cx) was observed to be thrombosed. The physician attempted to advance a guide wire to the cx; however, this failed, so the procedure was stopped. The patient had a cardiac arrest 2 hours post procedure and could not be resuscitated. The physician said that the death is consecutive to events of balloon deflation/retrieval difficulty. The sds was discarded. No additional information was provided.

Event description:
Subsequent to the previously filed medwatch report and upon further analysis of the reported details, it was verified by the treating physician that the multilink 8 was successfully implanted, the stent delivery system was removed without issue and he believes that the reported event and subsequent patient death was in no way related to the placement of the multilink 8 device. Final angiograms show a patent multilink 8 stent in the left main with a nice lumen and flow. No additional information was provided.